Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. The complainant, dr.(B)(6) from (B)(6) hospital located in the united kingdom, informed cook on 07nov2019 of 18 incidents of limb occlusions involving zsle, tfle, and zall prefix devices. The physician requested information from cook while preparing a presentation for veith symposium titled ¿when limb occlusion occurs after an evar, endovascular solutions are the way to go: technical tips to make them safe and effective¿. 18 cases of limb occlusions involving cook devices (zsle, tfle, zall) were included in the presentation. This complaint focuses on patient 8. With the information provided, the complaint device is either an rpn tfle-20-73-zt (lot # 2626630), an rpn tfle-20-56-zt (lot # 2481785), or an rpn tfle-12-124-zt (lot # 2570834). Imaging, patient pre-existing conditions, medications prescribed, treatment/interventions required for the thrombus formation and patient outcome were requested but not provided by the customer facility. The implant date for this patient was (B)(6) 2011 and the occlusion date was not provided for this investigation. Based on the content in the presentation, it is assumed that endovascular treatment was performed to treat the limb occlusion. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications were conducted during the investigation. A visual inspection of the complaint device could not be completed as the device was not returned for investigation. No imaging was provided. However, a document based investigation evaluation was performed for all potential complaint devices. A review of the device master record for all potential devices found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file for all potential devices showed that the affected products are safe and effective for their intended use. A review of the device history record could not be completed due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The product instructions for use (IFU) provided with tfle devices states the following in consideration of the reported failure mode: 4 warnings and precautions. 4.1 general. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. ¿ access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. ¿ key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of the proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. 4.3 implant procedure. ¿ systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. ¿ take care during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus which can cause distal embolization. 5 adverse events. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm. ¿ claudication (e.g., buttock, lower limb). ¿ embolization (micro and macro) with transient or permanent ischemia or infarction. ¿ endoprosthesis: occlusion. ¿ graft or native vessel occlusion. ¿ occlusion of device or native vessel. ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). 11 directions for use. 11.1 bifurcated system. 11.1.8 contralateral iliac leg placement and deployment. 3. Introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. 4. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft. 11.1.11 ipsilateral iliac leg placement and deployment. 2. Advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was not established. Thrombus formation within the graft is listed as a potential adverse effect in the product IFU and is a known inherent risk of these devices. The failure mode can also possibly be traced to patient condition and unintended use error. Appropriate measures have been taken to address this failure mode. A request to initiate CAPA was submitted and no decision was made to escalate to CAPA. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown. Device was a zenith flex aaa endovascular graft iliac leg, either a tfle-20-73-zt, lot 2626630, a tfle-20-50-zt, lot 2481785, or a tfle-12-124-zt, lot 2570834. Concomitant products: zenith flex aaa endovascular graft bifurcated main body, tffb-26-96-zt, lot: 2642714. (B)(6). Report source - other: (B)(6); internal personnel. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex aaa endovascular graft iliac leg occluded. Three limbs and one main body were implanted during an infrarenal aortic aneurysm repair on (B)(6) 2011. It is unknown which of the three limbs occluded and when the occlusion was noted. It is unknown if a re-intervention was required due to the occlusion. No other adverse effects have been reported for this incident.